Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer encountered error c-34 on the erbe generator when they were firing the monopolar. The customer received phone assistance from the technical support engineer (tse). The tse confirmed with the customer that no CT scan or external generator was used. The tse advised the customer to power cycle the erbe. The customer did so but the issue persisted. The tse dispatched a field service engineer to resolve the issue. The customer continued with the procedure under this condition using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system, and initially, it powered on without errors. The reporter advised power cycling the erbe generator, but the issue persisted. The reporter explained that the erbe needed to be fixed. The procedure was completed robotically using the same da vinci system, but it is unknown if it was completed with the same generator. No injury to the patient was observed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The iesu was analyzed and reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Upon consecutive startups, the unit displayed c-34 errors.